Manufacturer narrative:
Correction to f/u #1 MDR should have been 28-nov-2017.

Event description:
A report was received that following a radiofrequency treatment, the patient experienced a location reaction on the site of the puncture. The physician noted there was red swelling around the two points of insertion. The physician reported that she was not sure that the reaction had to do with the needles, and assessed that it could have also been due to the local anesthetic. It is not known if the patient was administered any medical treatment for the allergic reaction. The patient will undergo skin testing.

Event description:
A report was received that following a radiofrequency treatment, the patient experienced a location reaction on the site of the puncture. The physician noted there was red swelling around the two points of insertion. The physician reported that she was not sure that the reaction had to do with the needles, and assessed that it could have also been due to the local anesthetic. It is not known if the patient was administered any medical treatment for the allergic reaction. The patient will undergo skin testing.

Manufacturer narrative:
Additional information was received that the patient had a positive skin test for nickel sulphate. The physician reported that it is possible that the device had a role since there is nickel in the cannula. It was also noted that the patient had a positive intracutaneous test on lidocaine, which was the local anesthetic that was used. The physician assessed that the patient's reaction was most likely due to the lidocaine.

Event description:
A report was received that following a radiofrequency treatment, the patient experienced a location reaction on the site of the puncture. The physician noted there was red swelling around the two points of insertion. The physician reported that she was not sure that the reaction had to do with the needles, and assessed that it could have also been due to the local anesthetic. It is not known if the patient was administered any medical treatment for the allergic reaction. The patient will undergo skin testing.